Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two used needles and two sutures pieces of product code w8556 was received for evaluation, the product code is double armed and the swage and attachment area of the two needles were noted to be as expected, and marks that appears to be by use of the surgical instrument. The suture pieces were observed with stress and the ends were cut appears to be by use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch qlbeas, w8556cn31 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Events reported via: (B)(4) and (B)(4).

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in liver transplantation surgery. Another suture from a different lot was used and broke during the surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.